Event description:
Spontaneous. Patient reported she was trying to infuse the hizentra on saturday night ((B)(6) 2023) and the pump stopped working toward the end of the infusion. She stated the pimp spring was not able to exert force to push the medication through. Approximately 1.5 grams of medication had to be wasted and she did not feel comfortable to infuse the remainder manually. Patient was not interested in getting the med reshipped but just requested a new freedom 60 pump. A new pump has been scheduled. The doctor's office will be notified. No adverse events reported. Pump available for return. No further information. Reported to (B)(6) by: patient/caregiver.